Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 1 gram every 3 days and gentamicin, 40 mg every 24 hours. On an unreported date, the patient recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.